Event description:
It was reported that during an appendectomy procedure, although the firing lever could be grasped, both stapling and cutting could not be performed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth.